Manufacturer narrative:
Additional information: d10, h3. Plant investigation: there were 1,303 companion samples returned from the reported lot number. The dialyzers were returned outside of the manufacturer cases. They were each visually inspected for signs of damage or irregularities related to the reported blood leak. During the investigation, four of the dialyzers were found to have a kinked or looped fiber, and one had a fiber piece in the bell housing. Those dialyzers were sent to the quality systems (qs) laboratory for bubble point testing to identify any present internal leak. All four dialyzers passed the test. No internal leaks were observed, none of the fiber anomalies resulted in a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. All samples passed testing, therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, it was reported that the machine, a braun machine, alarmed appropriately. It was reported that the leak occurred approximately 2.5 hours into the hd treatment. It was reported that the patient's estimated blood loss was approximately 250 ml. It was reported that the leak was both internal and external. It was reported that the patient did not develop any injuries, adverse event, and no medical intervention was required as a result of the reported event. It was unclear if the patient was able to complete treatment. The dialyzer is not available to be returned to the manufacturer for evaluation. However, it was reported representative samples are being returned.